Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the image being too dark could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The device was tested with an otv-s7h-1d and repeatedly connected and disconnected the camera. In addition, the customer attempted to blow out and cleaned the connections; however, the issue persisted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center has a dimmed output when connecting an otv-s7h-1d camera. The event occurred during a therapeutic procedure and there was no patient harm or user injury reported due to the event.